Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient experienced ectopy, positioning of the device was confirmed and deemed good. Additionally, the patient had some thrombocytopenia and bival was withheld. Also, blood remained to ooze from the patient and anticoagulation was withheld. No further information was provided. The pump was successfully weaned and explanted, and the patient survived the event.

Manufacturer narrative:
Investigation summary no product was returned for investigation. Major bleed: patient remains oozy. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Arrhythmia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Thrombocytopenia: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history lot device lot: 1962575 device history batch subcomponent lot: n/a device history review device with sn: (B)(6) passed all post sterile inspection checks.